Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an irritation on his back underneath the lifevest. The patient's physician prescribed an antibiotic but the irritation worsened. The patient's wife stated that the patient was allergic to a material in the lifevest garment. The patient began to use hydrogen peroxide on the irritation and the irritation was healing.